Event description:
It was reported that during chronic total occlusion treatment procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). This offroad re-entry device was selected and was advanced into the sub-intimal space of the sfa. The balloon was inflated to 2 atmospheres and was locked with a flow switch. After the balloon was inflated, an angiography was performed in an anteroposterior and lateral view. However, they found that the balloon ruptured and contrast mix was leaking from the balloon. The device was removed from the patient and the procedure was complete with a different device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).